Manufacturer narrative:
E1: patient city: (B)(6). Patient country: (B)(6).

Event description:
Reference number (B)(4). Event occurred in poland. It was reported that the patient faced an infusion set tubing detached event on 30-oct-2024 at site . The insertion site was at right abdomen. Infusion set was used for 1 day. No further information was available.